Event description:
During a response to an unconscious unresponsive patient, the zoll defib pads were initially applied to the patient and the monitor was turned to defib mode. Following placement of the "limb" leads, the monitor would not display the cardiac rhythm when turned back to the limb leads. Reason for use: possible cardiac arrest.